Event description:
It was reported the pt received ipg no telemetry and communication prior messages from the her pt programmer. Additionally, the pt's charging system could only attain a flashing yellow light. F/u identified the pt had stopped receiving stimulation. Subsequent, the pt's scs ipg was replaced and air issues have been resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.